Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. The surgeon could not fire the stapling reload. They used a new reload on the original handle and the firing was completed. There was no patient harm. The status of the patient is no problem.